Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's pump was removed at an unknown date, due to a (B) (6) infection. The medication being delivered via the device system was not reported.